Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing elevated pump power and pump thrombus was suspected. The patient's lactate dehydrogenase had increased to 1000 u/l from a baseline of 300 u/l-400 u/l. The patient was taken to the catheterization laboratory for an unspecified procedure and experienced a stroke later that evening. On (B)(6) 2015, a CT scan confirmed a subarachnoid hemorrhage with an ischemic stroke. Neurology was consulted and the patient was noted to have experienced a few more strokes. Care was withdrawn and the patient expired on (B)(6) 2015.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as it was not explanted. A direct relationship between the device and the reported event could not be determined. The instructions for use lists device thrombosis, hemolysis, bleeding, and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's inr was reported to have been subtherapeutic at 1.1 and was 1.4 at the time of the stroke.

Manufacturer narrative:
Approximate age of device ¿ 40 days. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the investigation is completed.